Event description:
Event description guidant received information that during the implant of the implantable cardioverter defibrillator (ICD) inhibition of pacing was noted once the device was placed in the implant pocket and flushed with saline solution. The model 0147 lead was removed and replaced with another model 0147 lead but the pacing pauses persisted. The ICD was removed and replaced.